Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the stent delivery system (sds) balloon of the palmaz large maxi sds ruptured during inflation/atm unknown. The procedure was being done to implant stents in the patient's left subclavian artery after aortic arch replacement. The target vessel was not calcified or tortuous. The stent delivery system was removed. The report indicated that the stent was only half-deployed. The physician then advanced a powerflex p3 12 x 40 mm balloon to post-dilate, and the tip of the balloon caught on the palmaz stent causing it to migrate distally. The stent was finally post-dilated successfully in the distal position. An additional stent was implanted to cover the original target lesion. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The procedure was completed successfully. There was no reported patient injury. No additional information was available.